Manufacturer narrative:
Internal documentation shows that the catheter has been manufactured in accordance with the quality requirements and does not show any performance abnormality or any causality relationship between the reported incident and the suspected device. The probe will be analyzed by sophysa quality department as soon the probe will be received. Investigation will make possible to know the root cause of the incident.

Event description:
After catheter implantation, the icp monitor showed error message e001.